Event description:
It was reported a novum iq large volume pump triggered an unspecified system error alarm. During an unspecified antibiotic solution infusion, the pump alarmed and the user was unable to turn off or reset the infusion. The pump was unplugged, and IV fluids were changed to a different pump. Pump was then able to be turned off. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.